Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Only the reading of 99 mg/dl was found in the meter's memory log.

Event description:
Customer reported of having erratic readings such as 194 mg/dl, 303 mg/dl, 99 mg/dl, and 413 mg/dl on his adc blood glucose meter. Customer was not able to provide the actual dates and times since the customer did not set the date and time on his meter. Customer further reported subsequently experienced dizziness. Paramedics were called and responded. Customer was given glucose and insulin intravenously. Customer was transported to a health care facility and was diagnosed with hyperglycemia. Customer was given insulin intravenously. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.